Manufacturer narrative:
Event date was estimated based on aware date.

Event description:
It was reported that a catheter break occurred. An opticross hd imaging catheter was selected for use. While the device was still outside the patient, the catheter broke inside the guide.